Event description:
It was reported that while this patient was hospitalized for other unrelated health conditions, their cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to have reverted to safety mode. Technical services was consulted, and emergent device replacement was recommended. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that while this patient was hospitalized for other unrelated health conditions, their cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to have reverted to safety mode. Technical services was consulted, and emergent device replacement was recommended. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed system resets occurred on the event date. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that while this patient was hospitalized for other unrelated health conditions, their cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to have reverted to safety mode. Technical services was consulted, and emergent device replacement was recommended. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.